Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: posterior lumbar interbody fusion (plif) levels implanted: l5/s1 it was reported that intra-op, the break off set screw could not be threaded. During final tightening with the driver, metal piece of the threads of set screw was found in the operative field. After collecting the metal piece of the set screw, a new set screw was used and installed again. Then the final tightening was performed, and it could be threaded without any problem. No patient symptoms or complications were reported as a result of this event.